Manufacturer narrative:
The device was not explanted. The manufacturing and sterilization records were reviewed and no non-conformities were found.

Event description:
During a routine follow up, it was reported to nevro that a patient was admitted to the hospital for an infection at the ipg pocket site. The patient was treated with IV antibiotics. The site was opened, cleaned out and then subsequently closed. The patient has been discharged and is currently recovering at home.